Manufacturer narrative:
Multiple attempts have been made to obtain information related to the surgical drill that was used during the subject procedure. If that information is provided, this report will be updated. Review of the device history record associated with cfd-22202/lot# 339605 did not find any anomalies related to this procedure. A complaint history review for the endotine product line was conducted and this is the first report of a procedure being extended due to excessive bleeding. Based on the description of the complaint, it is possible that the surgeon encountered normal bleeding in the superficial diploic space of the calvarium. It is also possible that the cause of the issue was improper patient selection.

Event description:
Customer reports that during an endotine procedure, upon drilling a hole on the left parasagittal forehead hairline frontal bone, a significant amount of venous blood was encountered coming from the hole. The surgeon reports that he was rotating the manual drill/bit when he felt a give and when he removed the bit, the bleeding started. This bleeding obscured the surgical field and made endotine insertion difficult. This delayed the surgery by approximately one (1) hour. Once the bleeding stopped, the endotine implant was inserted with no known issue. The patient was sent for a follow-up CT scan which came back negative.